Manufacturer narrative:
Age at time of event/date of birth: information was requested but not provided. Sex: information was requested but not provided. Initial reporter name, address, and phone #: initial reporter contact information was requested but not provided. The reported event was provided to amo by (B)(4) on behalf of (distributor) (B)(4). Health professional status and occupation fields are unknown. (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Date of event: (B)(6) 2014. (B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Manufacturing records were reviewed ¿ the review of the documentation and testing presented in the manufacturing record were found within product specifications. No deviation or non-conformance (ncr) related to the customer claim was generated. Visual - based on the investigation, condition observed in the returned lens is related to the explant process and is not manufacturing related. The reported event may be related to error of use during the insertion process. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was initially reported that after implanting the intraocular lens into the patient's eye, the haptic punctured the capsule. Further in trying to remove and replace the lens within the same procedure the incision was required to be enlarged. The lens was replaced with an anterior chamber lens. No adverse effect and no patient injury were reported.

Manufacturer narrative:
Date of event: (B)(6) 2013. Date of this report: (B)(6) 2014. All pertinent information available to abbott medical optics has been submitted. Placeholder.